Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Na.

Event description:
It was reported that the procedure was to treat a lesion in an unspecified artery. The xience skypoint stent delivery system (sds) was advanced onto the guide wire and entered the artery but the proximal shaft broke before crossing the lesion. The proximal shaft remained in one piece. The stent remained intact when the sds was removed from the guide wire. There was no reported adverse patient effect and there was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported shaft break was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported shaft break. There is no indication of a product quality issue with respect to manufacture, design or labeling.